Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify what do you mean by "threads bursting from the needle at the time of use"? Did the suture/needle pull off or did the suture got broken? Please clarify. Could you please confirm how many devices present the issue? Did the surgery was completed successfully? Did the patient suffer from any consequence? If yes please explain. What is the status of the return sample?

Event description:
It was reported that a patient underwent an abdominoplasty +mastopexy procedure on (B)(6) 2021 and suture was used. The thread was bursting from the needle at the time of use. Another thread was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 10/20/2021. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.